Event description:
The pt fell two weeks prior. A week later, she had no stimulation sensation and lost therapeutic effect. The physician wanted to do reprogramming. X-ray revealed that the device was intact. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).